Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the middle port. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional testing did confirm the reported condition. This condition was determined to have been caused during the manufacturing process. Manufacturing controls are in place to reduce the likelihood of recurrence and the device instructions for use state to check the container for leaks, prior to use, by squeezing firmly. Should additional relevant information become available, a follow-up report will be submitted.